Event description:
A malfunction alarm, specifically malf 16, was reported for a pump, but no notable events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support resolved the problem by deciding to replace the pump. The customer understood the instructions to switch to manual daily injections (mdi) as a backup therapy. They were guided on how to put the pump into storage mode and agreed to return the malfunctioning pump using a prepaid label within 10 days.